Event description:
It was reported that the problem has occurred with an arctic sun device on cticu in that it did not refill the reservoir when the refill cycle was selected. This happens after the water reservoir empty alarm has occurred. Per review of wo on 13jan2026, there was no patient involvement.

Manufacturer narrative:
The reported event is confirmed. The root cause for the reported issue could not be determined. The root cause for the reported issue is a failed circulation pump. The circulation pump was replaced. The coin cell was replaced as part of the pm. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Initial reporter phone number: (B)(6). Initial reporter facility name: (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.